Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at around 10 atmospheres for about 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition following the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).